Manufacturer narrative:
The device was received not deployed with the slide insert not present in the viewing window. The linkage assembly, visible through the top housing, remains in the unfired position. Data downloaded from the device indicates a rotational sensor malfunction occurred during the priming sequence that prevented the device from running enough pulses to deploy. Black substance noted on the top left corner of the internal chassis. The device was reset, paired with a pdm, and returned an 0x5c drive alarm. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. The drive mechanism was inspected and nothing was found that would contribute to a rotational sensor malfunction. No other damages or defects noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.